Event description:
It was reported that a patient allegedly exited the bed. The bed consisted of a first step select overlay, which had been placed on top of a non-kci frame and mattress. The risk manager reported that the patient's fall was unobserved and the patient could possibly have been trying to exit the bed on her own. According to the hospital risk manager (rn), a cat scan revealed that the patient had several small fractures, which may have resulted from the fall, but may have also been pre existing. The risk manager reported that due to the patient's prior condition and hospice status, the patient's family declined intervention.

Manufacturer narrative:
According to the hospital risk manager (rn), the patient was admitted to the hospital, in 2009, with a mental status described as confused, sedated and diagnosed with dementia. It was reported that at 4 pm, the patient was assessed and exhibited decreased strength and was nonverbal. At that time, the patient was reported to have been sitting in the fowler position (head of the bed elevated to 45 degree) with the top two side rails in the up position and the bottom two side rails in the down position. According to the risk manager, the first step select overlay was placed at the top height of the non-kci bed frame side rails. The first step select labeling states, "to help prevent inadvertent bed exit or falls, manufacturer recommends using default firmness and ensuring the distance between top of side rails (if used) and top of mattress (without compression) is equal to or greater than 4.5 inches." It was reported that at 4:20 pm, the patient was found on the floor by the hospital staff. This report is being filed as use error may have contributed to the patient's fall. The first step select was returned to kci for evaluation. Evaluation of the surface concluded that the device met specifications.